Event description:
It was reported that the ventilator exhibited o2 concentration problems. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
According to the customer the issue was resolved by replacing the nozzle unit in the o2 gas module. The nozzle unit is part of the o2 gas module and regulates the inspiratory gas flow to the patient. The defective nozzle unit was scrapped at the facility and it was not returned for investigation. The logs from the ventilator were also not received. Further investigation has therefore not been possible. The true cause of the reported o2 concentration issues has therefore not been determined.